Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.